Event description:
The physician reports that the li61aor haptic twisted during insertion using the ez-28 delivery device. Intervention was performed in order to enlarge the incision, remove and replace the damaged lens, and suture the incision. A second li61aor was implanted successfully. Reference MDR 1119279-2010-00019.

Manufacturer narrative:
The delivery device has been returned to b&l and subjected to visual examination which revealed that the tip was bent. (B)(4).